Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised after patient complaint of pain. Intra-operatively, the surgeon reported that the 30mm screw was broken. Patient was revised to an mdm construct. A medical review by clinical consultant states "cup malposition in medialized position with additional adverse short leg length effects has contributed to an overload condition in the arthroplasty contributing to cup loosening requiring revision."

Manufacturer narrative:
An event regarding crack/fracture involving a bone screw was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted the following; [...] Procedure-related factors: - cup malposition in medialized position. - major leg length difference, left hip short. Patient-related factors - no info. Device-related factors: - none. Diagnosis: - cup malposition in medialized position with additional adverse short leg length effects has contributed to an overload condition in the arthroplasty contributing to cup loosening requiring revision.[...] -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including patient details, operative reports and return of device are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that patient's left hip was revised after patient complaint of pain. Intra-operatively, the surgeon reported that the 30mm screw was broken. Patient was revised to an mdm construct. A medical review by clinical consultant states "cup malposition in medialized position with additional adverse short leg length effects has contributed to an overload condition in the arthroplasty contributing to cup loosening requiring revision."